Event description:
It was reported that during a percutaneous coronary intervention, a vessel spasm occurred. Access was obtained via the radial artery. The stenosed target lesion being treated was located in the non calcified and tortuous left anterior descending (lad) artery. Fractional flow reserve was going to be performed in the lad to determine pressure differences across the stenosis of the vessel. A 6f runway guide catheter was being advanced when a severe spasm occurred. When trying to remove the catheter it kinked, but was able to be straightened out over the wire. The catheter was removed with some force due to the vessel tortuousity and spasm and the hub separated from the shaft during removal. Nitroglycerin and verapamil were administered to treat the spasm. The spasm persisted and the access site was changed to the femoral artery. The procedure was completed with a 6f runway guide catheter. Additional patient complications were not reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a vessel spasm occurred. Access was obtained via the radial artery. The stenosed target lesion being treated was located in the non calcified and tortuous left anterior descending (lad) artery. Fractional flow reserve was going to be performed in the lad to determine pressure differences across the stenosis of the vessel. A 6f runway guide catheter was being advanced when a severe spasm occurred. When trying to remove the catheter it kinked, but was able to be straightened out over the wire. The catheter was removed with some force due to the vessel tortuousity and spasm and the hub separated from the shaft during removal. Nitroglycerin and verapamil were administered to treat the spasm. The spasm persisted and the access site was changed to the femoral artery. The procedure was completed with a 6f runway guide catheter. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a runway guide catheter with no original packaging or other devices. The shaft had a blood like substance on the outer surface upon receiving. The hub was separated from the shaft. There was no damage to the hub. The proximal end of the shaft was rough with strands of the braiding exposed and sticking outward. The shaft was twisted 48 - 49 cm from the proximal end of the shaft. The shaft was kinked 73.5 cm from the proximal end of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).